Manufacturer narrative:
On 09 december 2016 the (B)(4) performed a clinical evaluation and commented as follows: early postoperative dislocation in a tha patient. The quality of the single xray supplied is rather poor and no definitive assessment of implant positions can be made. Dislocations a re a known, possible adverse event following tha and they are normally not related to device malfunction. In this case there is no reason to suspect otherwise. Batch reviews performed on 13 december 2016. Lot 161848: (B)(4) items manufactured and released on 26 august 2016. Expiration date: 2021-08-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 32 size l +4, code 01.29.206, lot. 151160 (k112115). (B)(4) items manufactured and released on 15 july 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact flat pe hc liner ø32/d, code 01.32.3241hct, lot. 157806 (k103721). (B)(4) items manufactured and released on 10 march 2016. Expiration date: 2021-02-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported

Event description:
The patient dislocated on (B)(6) 2016. The surgeon revised the cup, head and liner. The surgery was completed successfully. X-rays are available (post op primary right hip x-ray). Explants are not available.